Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that tip of the sddrive(tm) screwdriver t15 was observed stripped. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for sddrive(tm) screwdriver t15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part #: 314.115. Synthes lot #: h649105. Supplier lot #: h649105. Release to warehouse date: 20 feb 2019. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that during a procedure on (B)(6) 2022, a screwdriver would not turn the screws anymore (stripped head). No fragments were generated. There was no surgical delay and no patient consequence. The procedure was completed successfully. This report is for one (1) stardrive(tm) screwdriver t15. This is report 1 of 1 for complaint (B)(4).